Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed noisy signals from the patient's cardiac contractility modulation (ccm) optimizer and was affecting pacing. The health care professional (hcp) wanted to know what changes they would be able to make. The hcp went over the reprogramming that they did already, such as turning off the optimizer. Technical services (ts) reviewed the images from the optimizer pacing. Ts provided their insight. The optimizer was turned on the next day, and the device was reprogrammed. The device remains in use. No adverse patient effects were reported.